Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and stated that it could not confirmed that there was capture. Ts suggested confirming capture and possible reprogramming options. The plan is to replace the device. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).